Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this implantable pacemaker was explanted due to unknown product performance issues. The patient underwent surgical intervention to replace the pacemaker. No additional adverse patient effects were reported. There was no indication of product return.